Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had a blank display and they experienced a high blood glucose. The blood glucose level was 445 mg/dl. Customer treated with manual injection for high blood glucose. Troubleshooting was performed for blank display and customer stated that the screen was blank. Customer decline troubleshooting for high blood glucose because insulin pump was not working. The product will return for the analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.